Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the tip broke. The broken piece was retrieved.

Manufacturer narrative:
Alleged failure: the inner blade tip broke off while in use inside the patient. It was a struggle to get it out. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could blade comes contact with a hard object causing damage to the teeth and hitting the housing edges. Excessive pressure, such as bending or prying, may cause the arthroscopic shaver blades to bend/break. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that that the tip broke. The broken piece was retrieved.